Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510 number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent irrigation on an unknown date, indicative of an infection. However, there has been no reported revision to date.